Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 387 mg/dl, with trace ketones; cause was unknown. Customer tried to addressed elevated bg by a correction injection via manual insulin. Due to over delivery on the manual insulin injection the customers bg dipped so they were treated in the ER with apple juice and fluids to address the decreased bg. Customer was released later the same day with the issue resolved and no permanent damage.